Manufacturer narrative:
.

Event description:
It was reported that the deep brain stimulator system became infected with staphylococcus aureus. The pt complained of feeling lightheaded, protrusion of the lead wires in his neck, swelling in the back of his head along the lead wires, and pain and fluid accumulation at the implantable neurostimulator site. The system was explanted. The pt was treated with intravenous antibiotics for two weeks. The hcp reported the pt outcome as 'serious injury - recovered without sequela.'